Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the caster broke off the navigation system cart during transport at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event that the castor sheared off the cart was confirmed during a visual inspection.

Event description:
It was reported that the caster broke off the navigation system cart during transport at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.